Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The following repair of the device was performed in november 2020: angulation adjustment; refile and re-glue; and electrical connector reseat. Judging from the manufacturing year of the subject device, it is possible that the peeling was due to aging deterioration or long term usage. However, it is likely that the issue of the forceps cover glue peeling occurred because external force was applied to the relevant part by strongly rubbing it during daily use including re-processing. The instructions for use includes the following statements: inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device was not dropped nor came into contact with a sharp object.

Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. In addition, it was noted that the biopsy channel had tear marks when checked through borescope. The biopsy channel had a leak. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for repair for the issue of an internal leak detected during reprocessing. During inspection the issue of forceps cover glue peeling was observed. There is no reported patient harm. This medwatch is being submitted for the reportable issue of the forceps cover glue peeling.